Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) which shows 12 items (whole batch) were re-worked as scratches had been found on the neck or neck flat area. No further deviations reported following the re-work. A non conformance report was attached with the DHR of this product for scratches and unacceptable marks on the neck flat, as a result of which rework was performed. Another ncr was attached for qb installation operation and self- inspection checks. Further another ncr was attached for removal of test house inspection on all taperloc update hips, however, these ncrs captured did not lead to the rejection of the product. Review of complaint history for same or similar issue identified ten complaints for part (item) number and two complaints were identified for lot number. No additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00802/008003. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of a clinical study that following a right hip surgery performed on (B)(6) 2016, the patient reported during a 6 months follow up that he experienced problems with washing/dressing self, problems with usual activities and moderate pain.additionally, during a 1 year post operative follow up, it was reported that the patient continued to experience problems walking about, problems with washing/dressing self, problems with usual activities, and moderate pain. No additional information is available at this time. No pain/satisfaction score was provided. No further information was provided.